Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while a ruby coil was being advanced through a lantern delivery microcatheter (lantern), it unintentionally detached within the lantern. The detached ruby coil was removed and the procedure continued using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.